Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on 03-mar-2025 and forwarded to millyard advanced medical products, llc on 04-mar-2025. The patient reported that her pump is broken, and the cassette will not stay mated to it. She is unable to locate her backup pump. The patient has been off remodulin and reports experiencing shortness of breath, lightheadedness, feeling cold, light sensitivity, having a headache, and vomiting. It is unknown if the patient sought medical attention. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.